Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had unresponsive keypad. The customer¿s blood glucose level was 278 mg/dl. Troubleshooting was performed and user was oriented to discontinue use of the pump and to revert to back up plan per healthcare professional's instructions until replacement arrives. No further detail given. The insulin pump will not be returned for analysis.